Event description:
It was reported, by the facility. That there have been no more health hazard events, since receiving the replacement device. Also, there have been no reports that any of the involved patients are hospitalized at this time or have residual injuries related to the infections.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the subject device was observed, to have discoloration on the screw part of the locking ring. There was no deformation noted. A review of the device history record could not be performed, because the serial/lot number is unknown. Based on the results of the investigation, the component analysis of the discolored part of the device revealed, hydroxide and the main component may be rust. However, it could not be determined, why the foreign material remained in the subject device. Therefore, a relationship between the subject device and the reported adverse event could not be identified. Moreover, there was no deviation from the olympus instructions for use (IFU) observed. The event can be detected/prevented, by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. ¿chapter 3: preparation and inspection: (section 3.1): describes device inspections¿. This supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to h3. Also, a correction has been made to g2 to provide information, that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s (lm) further investigation results based on a reevaluation. After further review of the device reprocessing steps, olympus confirmed that the facility deviated from the reprocessing steps outlined in the instructions for use (IFU) manual. The deviations from the IFU reprocessing steps likely caused the foreign material to remain in the subject device. It is believed that extensive discoloration (rust) can harbor bacteria. Therefore, it is likely that the issue was caused by insufficient reprocessing and the device likely caused or contributed to the reported patient infection. The h6 codes have been updated according to the lm's further investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. It was reported there were no problems with equipment handling, and there was no request for facility training. The customer confirmed the device was properly reprocessed in accordance with the instruction manual. The main body, cock, forceps plug, and tightening knob (cap) were all disassembled and were cleaned and disinfected in accordance with the instruction manual.

Event description:
It was reported there was an increase in the number of infections over the course of a year and the director felt it was 10-20 people. The customer contact stated one patient developed infection with klebsiella pneumoniae, an extended-spectrum beta-lactamase (esbl) producing bacteria, after use of the forceps/irrigation plug in association with the cysto-nephro videoscope for a diagnostic cystoscopy. After the cystoscopy procedure, the patient visited the hospital with complaints of pain during urination and fever, noted to be symptoms of cystitis due to a urinary tract infection. A urinalysis confirmed the bacterial infection and the patient was treated with antibiotics. This report is for patient 1 of 20.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.